Event description:
It was reported that the customer was getting a high blood glucose of 361 mg/dl then his blood glucose went down to 291 mg/dl. The customer's current blood glucose was 200 mg/dl. Assisted the customer with reviewing the bolus history. The customer states that this event has been happening for two weeks. No further information was reported.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.